Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump's bolus history was inaccurate. The reporter did not allege any harm or injury because of the alleged issue. While reviewing the pump's bolus history, the reporter claimed that the device was not accurately recording pump boluses administered via the meter remote. However, the reporter claimed that the pump was recording boluses administered directly from the pump. Through troubleshooting, the pump and meter were observed to be paired. An rf test confirmed the correct serial number of the pump. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an inaccurate bolus history. However, there is no evidence that the alleged device issue contributed to a serious injury. The reporter did not allege that the reported issue contributed to an injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump histories indicated that 3 boluses were delivered from the meter remote on (B)(4) 2012. During investigation, a normal bolus and an audio bolus were performed successfully and both were accurately recorded in the pump history. A bolus was also successfully performed using a test meter and was also accurately recorded in the pump history. There was no evidence of hypersensitive keypad buttons during investigation. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.